Event description:
It was reported a patient presented in clinic with an external right ventricular (rv) lead and cardiac perforation. The lead was explanted and replaced in a procedure on (B)(6) 2025. Post-procedure the patient was recovering.